Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received and evaluated. The device was returned with the protective tubing. The device was received with both slides in their initial position. While priming the device during functional testing, the outer housing was broken behind the back slide and the broken piece was getting caught on the slide causing it not to fire. Functional testing was not performed due to the condition of the device. Based on the findings, the investigation is inconclusive for the reported failure to fire issue as functional testing was not performed. Therefore, the investigation is inconclusive for the reported failure to fire issue. The investigation is also confirmed for the identified break issue as the outer housing was noted to be broken. A definitive root cause for the alleged failure to fire and the identified break issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 06/2024.

Event description:
It was reported that during an ultrasound guided breast biopsy through soft density tissue, the cannula of the device allegedly failed to fire. A coaxial was not used and the procedure was completed with another device. There was no reported patient injury.